Manufacturer narrative:
(B)(4) date sent: 6/26/2024 d4: batch # 717a33 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with the reload pan partially dislodged from the left proximal side and with an open package. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 717a33, and no non-conformances were identified.

Event description:
It was reported that during the surgery, open the packing and noted that some staples fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.